Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on: (B)(6) 2011:patient presented with preoperative diagnosis of severe degeneration l2-l3, l3-l4 above l4-l6 fusion. Procedure(s) performed: hardware removal l4-s1; explore fusion, found to be solid; posterior fusion l2-l4; re-instrument l2-l4 with spinal system and exiting cross-links; left iliac crest bone graft supplemented with local bone graft and a large rhbmp-2/acs kit. The patient had severe back and leg pain. Studies showed she had severe spinal stenosis at l2-l3 and l3-l4. During this surgery, the bone graft was taken from the decompression, and was morselized. A bmp sponge placed on both sides from l4 to l2. There was a fair amount of bone when it was put together. Rods were placed x2, plugs x6, compression was carried out, and the plugs were sheared off. Cross-link was placed. Its plugs were sheared off, center cross-link tightened. Ap and lateral x-ray did show the screws to be in good position. The bone graft was placed. The screws were sheared off ,the cross-link was tightened . On (B)(6) 2012:patient presented with pre-operative diagnosis of pseudoarthrosis with adjacent level degeneration. Procedure(s) performed: hardware removal, l1, l2, l3; explored the fusion; found to have a definitive non-union at l1-l2 with loose instrumentation possibly l2-l3; re-instrumentation from t12-l3; re-fusion from t12-l3; local bone graft applied with a large bmp kit and local bone graft and allograft. Patient has abnormal segmentation, and used the cat scan as basis for surgery. The level that had the pseudoarthrosis was l1-l2 and she appeared most likely have a solid fusion at l2-l3 and had a previous l3, l4, l5 fusion with most likely l5 being ankylosed to the sacrum. The top level of the fusion had pseudoarthrosis with loose screws within the particular vertebral body, pseudoarthrosis at l1-l2, and perhaps medially at l2-l3 but there was some bone formed here so, at best, it was a minimally unstable pseudo. During the surgery, the surgeon placed a cross-link. Its plugs were sheared off, center cross-link tightened. The surgeon took a graft on structured allograft along with allograft chips and a large bmp kit, and this was placed in the lateral gutters extending from t12 down through l3. This was done on both sides, far away from the laminae where there could be any ectopic bone formation or other such problems. Once this was in place, the area was checked for any loose debris and attention was turned to closure.